Event description:
December 2001 - february 2002, six (6) patients grew e. Coli esbl from specimen collected during bronchoscopy procedures. One (1) patient had pre-existing pneumonia, five (5) patients had no signs or symptoms of infection.